Event description:
It was reported that the patient's inflatable penile prosthesis was replaced due unknown reasons. A 100ml reservoir, pump, and 21cmx12cm cylinders were implanted. Additional information reported revealed that the device was removed due to mechanical failure. The device would not inflate due to fluid loss. Ultrasound was used to evaluate the reservoir volume. The issue occurred two weeks prior to replacement. The patient is stable. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.

Event description:
It was reported that the patient's inflatable penile prosthesis was replaced due unknown reasons. A 100ml reservoir, pump, and 21cmx12cm cylinders were implanted. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.